Event description:
While the doctor was using a kerrison 4, the screw that articulates jaws came loose and fell out of the screw hole. Screw was immediately found rolling on or floor. Screw and kerrison showed to pod leader, taken out of service and to be placed in sunmed cabinet at the end of the case.